Manufacturer narrative:
Device evaluation: visual inspection found that top case was cracked by the front left corner and cracked by the tube holder. Bottom case cracked by the l bracket pole clamp. Fluid ingression was found inside the pump and there was visible contamination. Event history log (ehl) could not be retrieved due to power up issue. The cause of the reported issue was due to main pc board (found contamination and corrosion in main pc board) and root cause was determined to be user-related. The main pc board was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump kept alarming and would not turn on. No patient involvement reported.